Manufacturer narrative:
The company representative replaced the assembly top level display (0997-00-0563) and returned the part for evaluation. The company could not reproduce the problem with the returned part even after it was subjected to high stress. The video board was discarded. (B)(4).

Event description:
During in-service training the company representative reported that the iabp touch screen intermittently does not work in a demo use. No patient injury was reported.